Manufacturer narrative:
Unable to confirm the reported issue during device evaluation due to no usb communications.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 1 during the load process. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 430 mg/dl, which was addressed with a manual injection. It was confirmed that the customer had manual lantus injections available as alternate insulin therapy.